Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they developed a strange feeling in their lower left side post-device replacement, like a hiccup near their stomach. Reprogramming was performed and the feeling went away; however, it recurred when the patient returned home and laid down on either side of their body. The patient went to the hospital where further adjustments were made. The patient returned home where the hiccups once again recurred while the patient was trying to sleep. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.